Event description:
It was reported that a vns pt's generator was explanted due to (B) (6) infection at the generator site. The pt's (B) (6) infection developed after re-implant surgery of vns due to end of service of the first generator. Further medical history of the pt revealed the pt had a history of (B) (6).

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.